Event description:
It was reported that a balloon rupture occurred and patient experienced vessel dissection and chest tightness. The target lesion was located in the coronary artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The patient then experienced vessel dissection and chest tightness. The physician implanted a stent and the vessel dissection was treated. The procedure was completed with different device. No further patient complications were reported and the patient's status was stable.